Event description:
Report received indicated the cypher stent delivery system (sds) was unable to cross the target lesion. In addition there was proximal strut uplift. The patient's demographics were unknown. The target lesion was the proximal and mid left anterior descending artery (lad). The vessel was heavily calcified and highly tortuous. There was 90% stenosis. The sds was advanced however, was unable to cross the lesion. Thereafter pre-dilation was conducted several times. Then the sds was redelivered by "5-in-6 technique" and then parallel wire technique but it could not be delivered therefore was retrieved. After removal from the patient it was confirmed the stent was flared at the proximal end. Unknown if the stent flared during the retrieval. Ultimately the procedure was finished successfully with the implant of two different cyphers. The physician did not indicate any anomalies prior to use. There was no patient injury reported.

Manufacturer narrative:
This product has been returned for evaluation and testing, however the failure analysis report is not complete. Additional information will be sent within 30 days upon receipt.